Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that customer was hospitalized and visited to emergency room on (B)(6) 2020 due to hyperglycemia. Blood glucose was 396 mg/dl. Customer treated with intravenous fluids and manual injection. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature was active at the time of high blood glucose event. The customer stated that insulin pump was under delivering. Insulin pump will be and reservoir will not returned for analysis.